Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.1. Hardware: iphone14.5. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The reporter stated that the patient had an infection at the pod site on their abdomen while the pod had been worn for an unknown duration. The event occurred sometime in (B)(6) 2026, but they could not recall the exact date. It was reported that there was a small bump and there was pustule at the infusion site. The patient was taken to the doctor¿s office where they sought medical attention. The patient was diagnosed with an infection at the pod site, and they were treated with antibiotics. The reporter stated that the patient successfully resumed treatment.